Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7076565.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was noted that the spinal cord stimulation (scs) lead had migrated. The patient underwent implantable pulse generator (ipg) and lead replacement procedure. The patient was doing well postoperatively. The explanted devices will not be returned.